Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were vomiting, felt weak, and was not feeling well, then slid down to the bathroom floor. A fingerstick was done and the bg reading was very high and did not match the cgm reading. The mother replaced the sensor and called the paramedics. When they arrived, the patient was unresponsive. They did a bg check and confirmed that the reading was very high compared to the cgm values. The patient was taken by ambulance to the hospital and was diagnosed with hyperglycemia and diabetic ketoacidosis (dka). She was treated with fluids via intravenous (IV) therapy, calcium, novolog and lantus. She was discharged from the hospital on (B)(6) 2019 and at that time was feeling better but having a hard time remembering what had happened. The patient¿s mother stated she could not remember the patient¿s specific bg and cgm values because everything happened so fast and she was in a panic since the patient needed to go to the hospital. The mother stated that the emergency room staff also removed the second sensor but did not state the reason. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.